Event description:
Beeping noise heard from the power distribution closet in the hallway, system was shutdown. Emergency po# 088-04212024b. Initial report text. It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system down and beeping noise heard from the power distribution closet. Upon functional testing, the fse confirmed that the alarm was not from philips azurion system, and it was humidity alarm which was monitored by the hospital. The fse opened the electrical cabinet room doors and heard an alarm going off and informed that issue was with the humidity alarm which was not connected to philips system. The philips system didn¿t have any issue and working as per specification. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse confirmed that the issue was with the humidity alarm monitored by hospital, and it was not connected to philips system. The philips system was working as per specification. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.